Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a blank display. The customer also reported that the insulin pump has been using several batteries and when a new battery is put in it says "bad battery". The customer stated that the battery cap threads are damaged. The customer reported that a battery had leaked and left residue on the battery cap. The customer's blood glucose level was unknown. The customer declined to troubleshoot for the failed battery test. The customer was sent a new battery cap. The customer was advised to discontinue use of the device and revert to a back-up plan until the new battery cap arrived. The product was not returned for analysis.